Manufacturer narrative:
At the completion of the complaint investigation it was found this report was submitted in error and is a duplicate to MFR report #: 2031527-2017-11000. The investigation findings and additional information has been reported under the above mentioned report number.

Manufacturer narrative:
To date the incident devices have not been received for evaluation of which two infrarenal aortic extensions remain implanted in the patient. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial implant of afx devices, the physician was unable to deploy two afx2 main body stents. The first bifurcated device was not used due to the physician having trouble snaring the contralateral limb wire. Based on the initial reported information, it seems the physician implanted two infrarenal aortic extension devices first, prior to the deployment of the main body stent. This is outside of endologixs' instructions for use (IFU). When the first bifurcated stent did not deploy a second one was used. When the second main body stent was being advanced into position it displaced the previously implanted proximal infrarenal aortic extension, causing the implant to cover the renal arteries. The physician implanted renal stents to maintain patency in the renal arteries. According to the product use report (pur) both bifurcated devices were not implanted in the patient. The physician indicated due to the difficulties in deployment the procedure was prolonged and the patient stay in the hospital was extended for monitoring. The final patient disposition was not initially reported to endologix.